Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient mentioned that she felt terrible headache, lost vision and was nauseated which made her check her pump. She said it gave her too much insulin; however, she was reportedly she was unable to check her dexcom cgm and even do fingerstick because she almost passed out. Complaint documentation is unclear if she is alleging inaccuracy resulting in direct impact to the pump. She drank a can of orange juice and she felt better after that so she did not seek further medical assistance. After the incident, she just change her pump and sensor altogether (which is currently working fine). No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.